Event description:
In 2009, during an educational call, the patient reported he has had elevated readings up to 424 mg/dl due to not being trained on his bolus calculator. Company records showed the patient had been contacted for training, but the patient did not provide his physician contact information so that parameters prescribed by the doctor could be received. A request for training was submitted. On follow up two days later, the patient's wife provided the doctor's contact information. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.